Manufacturer narrative:
Hamilton medical comes to the following conclusion:(B)(4).

Event description:
The following was reported to hamilton medical ag: summary: technical fault 431002 displayed on screen kindly suggest what is the problem.